Event description:
It was reported 15 bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 1ml/cc had their hubs separate from the rest of the device. The following information was provided by the initial reporter: "consumer reported finding syringes in packages with needle hub separated. Stated, all the pieces were just in the bag but not together."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 12-apr2022. Investigation summary: customer returned (2) 1ml syringes. Both syringes are broken at the base of the needle hubs, with the hubs being lodged in their respective needle shields. Syringes were reportedly found in this condition. A review of the device history record was completed for batch # 1165305. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the needle hub breaking off.

Event description:
It was reported 15 bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 1ml/cc had their hubs separate from the rest of the device. The following information was provided by the initial reporter: "consumer reported finding syringes in packages with needle hub separated. Stated, all the pieces were just in the bag but not together"